Event description:
Journal reference: cabo et al.. "Perioperative care in subthalamic stimulation surgery: case report" neurologia: 2007/22/1/49 -53. The article describes a case study involving a male patient being implanted with bilateral deep brain stimulation (dbs) of the subthalamic nucleus for symptoms related to parkinsons disease. Shortly following the micro-registration procedure and implant of the dbs leads, the patient experienced cognitive deterioration, generalized convulsions and an intracerebral hemorrhage. The patient was treated in the reanimation unit for 72 hours with neurological improvement. Patient was discharged, following generator implant, and showed clear improvement in parkinsons symptoms.

Manufacturer narrative:
.